Event description:
The customer reported that an 840 ventilator was inoperable. No pt involvement. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and reconnected the gui to bd cable. No parts were replaced. The unit passed extended self-testing.